Event description:
It was reported by service report that the cot would not work in manual or power mode. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results: hydraulic assembly.